Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have intermittent capture, with inconsistent capture thresholds note. The physician suspected the lead had dislodged. Surgical intervention was planned. The patient was stable throughout.